Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side suspected rupture diagnosed via ultrasound and pain. The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported left side suspected rupture diagnosed via ultrasound and pain. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken on posterior side assessed as unidentified (tear) opening. Shell thickness within specification. Pain: unable to observe as it is not related to the device. No other observations observed, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, d.9, h.3, h.6.

Event description:
Physician reported left side suspected rupture diagnosed via MRI and pain. The device has been explanted and replaced with another manufacturer's device.